Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was not reproduced. Evaluation sent the device to flow lines for downstream occlusion testing and it passed. A review of the event history log revealed "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor scale factor (downstream) calibration out of specification. The downstream tubing guide required to be replaced and then have the force sensor no tube and force sensor scale factor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.